Event description:
While the physician was using the inflation device to inflate a stent, the needle on the pressure guage did not repond properly, then moved suddenly. The physician was using the inflation device to apply pressure for stenting. The physician started to apply pressure to the inflation device and the guage needle was not responding. The physician continued to apply pressure to the device and the needle on the pressure guage moved up suddenly. The device was replaced with another to complete the case.